Event description:
Caller reported a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support that a replacement pump with updated software would be sent to them. The caller did not have a current backup insulin therapy and planned to consult with a healthcare provider. Instructions were provided on how to store the pump before returning it to tandem. Additionally, the customer was informed about the process of returning the pump using a pre-paid label.